Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was a remote transmission delivered by the which indicated a clinical alert. There were no episodes noted or reason why the alert was delivered that could be found. Technical support was contacted and also could not find a reason for the alert. No intervention was performed, and the patient was stable with no consequences.